Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No button error alarm was noted during testing. No cosmetic damage was noted.

Event description:
It was reported the customer received a button error alarm. The customer stated they were able to clear the alarm, but their buttons were sticking. The customer stated their insulin pump was not exposed to moisture, heat, or physical damage. Customer's blood glucose was 7.8 mmol/l. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).